Event description:
It was reported by svc report that the cot would not raise or lower properly and the rack assembly was bent. It is unk if there was pt involvement or adverse consequences occurred.

Manufacturer narrative:
Height adjustment rack.